Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer failure. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to resecure all the connections. A field service engineer secured all row board cables, resecured all retractor cable connections, resecured internal pyxibus cables. Vacuumed e-compartment and tightened the loose drawer. The system functioned as intended.